Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough product analysis was performed. The complete lead was returned severed in two segments at 12.5 cm from terminal pin. Insulation damage was confirmed which was most likely a result of lead on can contact. Gore abrasion was noted on the proximal shocking coil, the abrasion did not affect the electrical functionality of the lead. The x-ray reveal no fracture. As a result, the clinical observation was confirmed due to the insulation damage and gore abrasion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead had high threshold measurements and noise on the pace/sense channel. As a lead fracture was suspected, the rv lead was explanted and replaced. The device was also explanted and replaced during the procedure. No additional adverse patient effects were reported.